Manufacturer narrative:
Direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd-legacy plus, mdl 6500, exhibited a no disposable, pump won't run alarm. Per reporter residual volume was 7.1, rate: 2.2, and 94.9 was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.